Manufacturer narrative:
The catalog and lot number are unknown. (B)(4). As reported, the patient states that the femoral wound did not close with the mynxgrip vascular closure device (vcd). Manual compression had to be used for less than 30 minutes. During manual compression the leg turned purple from the groin to knee. The patient confirms that the physician did in fact deploy the polyethylene glycol plug in the artery. However, there is no indication that the plug was deployed intravascularly. According to the patient there were no other interventions performed and they were discharged home the next day following the procedure. The patient also reports that they currently have a peanut size bulge in groin area where the device was used, discoloration from groin to knee, and pain from the groin to knee. The patient states that the procedure they underwent was a heart catheterization to treat blockage of the left anterior descending artery. A non-cordis stent was placed to treat the blockage and heparin was used during to procedure. The device was not returned for analysis. A product history record (phr) could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. A discoloration of the leg can indicate a blood flow issue. However, as the physician did not perform an intervention to improve a blood flow restriction issue, it is unknown at this time what caused the discoloration and whether the mynx sealant contributed to the issue. Puncture-site pain is an unpleasant physical discomfort or sensation experienced by the patient at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes to the pain reported. Without further information on the condition of the puncture site, it is not possible to determine what factors may have contributed to the incidents reported. Additionally, discomfort at the access site is an expected and foreseeable experience after a catheterization due to the intended penetrating injury to the artery, which includes the initial puncture, and insertion of the sheath introducer. The complaint could not be confirmed and no determinations of possible contributing factors could be made. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additionally, the information available for review does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the patient states that the femoral wound did not close with the mynxgrip vcd. Manual compression had to be used for less than 30 minutes. During manual compression the leg turned purple from the groin to knee. The patient confirms that the physician did in fact deploy the polyethylene glycol plug in the artery. However, there is no indication that the plug was deployed intravascularly. According to the patient there were no other interventions performed and they were discharged home the next day following the procedure. The patient also reports that they currently have a peanut size bulge in groin area where the device was used, discoloration from groin to knee, and pain from the groin to knee. The patient states that the procedure they underwent was a heart catheterization to treat blockage of the left anterior descending artery. A non-cordis stent was placed to treat the blockage and heparin was used during to procedure.